Event description:
Voluntary medwatch received stated that the patient presented with muscle stimulation caused by the left ventricular (lv) lead. The lead also exhibited over-sensing of atrial signals, which resulted in low lv pacing percentages. Programming interventions were made. No adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Reference: medwatch voluntary report # mw5166341.